Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair slows down and speeds up while they are driving.